Event description:
It was reported that the patient has a wound below the pocket incision that is healing with a scab. The physician concluded that the wound was due to a burn from a heating pad. The patient was administered antibiotics and silvadene creme to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the physician debrided an area of the incision on (B)(6) 2024. The patient was administered additional antibiotics. On (B)(6) 2024, the patient's wound specialist inadvertently opened the wound and exposed the ipg, as a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.